Manufacturer narrative:
Please note update to the UDI#. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device analysis was completed. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle with the stopcock close, and all device¿s components appeared to be returned in their manufacturing position as received. The syringe and procedure sheath involved in the reported complaint were not returned with the device. The catheter was inspected for anomalies that could have contributed to the reported complaint; no anomalies were observed. Shuttle down procedure was simulated on the returned device. No resistance was felt when the shuttle cartridge being advanced distally, and the advancer tube was found properly engaged to the proximal tamp lock as intended per the mynxgrip instructions for use (IFU), visual inspection at high magnification revealed a radial tear in the balloon of the returned device, approximately 2.5 mm from the balloon proximal neck. The balloon loss of pressure failure was not reported in the complaint. Review of lot f1827602, UDI# (B)(4). Revealed that the use of im4897 revealed no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the information provided, the condition in which the device received and the investigation performed, the reported failure as that ¿the shuttle did not go down during the procedure¿ could not be confirmed, and the exact cause of the reported failure could not be conclusively determined. No resistance was felt when shuttling down procedure was simulated on the returned device. Additionally, a radial tear was found in the balloon of the returned device, approximately 2.5 mm from the balloon proximal neck. The balloon failure was not reported in the complaint, and a cause of the tear could not be conclusively determined. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken. Based on the analysis, additional codes are 1546 (material rupture), 1490 (loss of pressure) and 419, balloon. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
During use of a 6f/7f mynxgrip vascular closure device (vcd), the shuttle did not go down during the procedure. There was no reported patient injury. A non-sterile mynxgrip vascular closure device 6f/7f was returned for analysis. Per visual analysis, the shuttle was engaged to the black handle with the stopcock closed, and all device¿s components appeared to be returned in their manufacturing position. The syringe and procedural sheath involved in the reported complaint were not returned with the device. The catheter was inspected for anomalies that could have contributed to the reported complaint, and no anomalies were observed. Per functional analysis, the shuttle down procedure was simulated on the returned device. No resistance was felt when the shuttle cartridge was being advanced distally, and the advancer tube was found properly engaged to the proximal tamp lock as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 2.5 mm from the balloon¿s proximal neck was revealed. The balloon loss of pressure failure was not reported in the complaint. A product history record (phr) review of lot f1827602 revealed no anomalies or non-conformance during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. However, ¿balloon loss of pressure¿ was confirmed during microscopic analysis as evidenced by a radial tear in the balloon. The exact cause of the balloon loss of pressure could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle¿. Neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynxgrip device for vascular closure, the shuttle did not go down during the procedure. There was no patient injury and the device will be returned for analysis.